Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that air was aspirated from the joint. The patient was assessed for possible air embolus from insufflation of air into the knee for biocartilage transplant. The surgery was aborted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that air was aspirated from the joint. The patient was assessed for possible air embolus from insufflation of air into the knee for biocartilage transplant. The surgery was aborted.